Manufacturer narrative:
Part: 03.010.440, lot: 160238-101, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: october 06, 2016. A non-manufacturing related probable cause has been identified; no manufacturing record evaluation (mre) review required. Visual inspection: the insertion handle for suprapatellar was received at us customer quality (cq). The visual inspection of the received device indicated that a small portion of the alignment tab on the distal tip of the device was completely broken off. The broken tab fragment was not returned to us cq. Dimensional inspection: dimensional analysis was not performed due to the post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions), insertion handle suprapatellar. Investigation conclusion: the overall complaint was confirmed for the received device as a small portion of the device distal tab was broken off. Although no definitive root cause can be determined, it is possible that the device experiencing unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the aiming arm for suprapatellar was cracked during the insertion of the tibial nail. As the nail was inserted, the aiming arm unknowingly came into contact with the handle for protection sleeves, which impeded the progress of nail insertion. Upon x-ray, the nail seemed to be at a narrow portion of the tibia, so resistance was not out of the ordinary. The nail was impacted further, at which point the surgeon noticed that the handle for protection sleeves was impeding the progression of the nail. The sales representative noticed a crack in the aiming arm. The procedure was completed successfully with no surgical delay reported. There were no complications with the patient. Concomitant devices: protection sleeve (part: 03.010.030, lot: unknown, quantity: 1), aiming arm (part: 03.010.441, lot: 15-5841, quantity: 1), tibial nail (part: unknown, lot: unknown, quantity: 1), proximal screw (part: unknown, lot: unknown, quantity: 1). This report is for an insertion handle for suprapatellar. This is report 1 of 1 for (B)(4).